Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that his ins was ¿sticking out¿ of skin and due to this he had to have a revision to have to the ins implanted deeper. The patient noted that due to the ins being implanted deeper, he now how to lay down to charge his ins and started he had to push the recharger down on his ins. The patient noted that this all started ¿in the last year¿ but didn¿t clarify the year.